Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with extraneal viaflex and physioneal unknown therapies. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. The patient was not hospitalized, however, began remedial treatment on (B)(6) 2011 with vancomycin , ceftazidime. On (B)(6) 2011, vancomycin therapy was discontinued. On (B)(6) 2012, clavulanic acid was initiated. On (B)(6) 2012, ceftazidime was discontinued. On (B)(6) 2012, clavulanic acid was discontinued. On an unreported date, the event of bacterial peritonitis with culture positive for (B)(6) had resolved. Unrelated as the nurse felt the bacterial peritonitis was possibly related to a break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint is for a report of user error-breach in aseptic technique. Complaint is confirmed because nurse reported of a break in aseptic technique by patient, which can cause contamination. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.